Event description:
Consumer, a contact wearer, used multi-purpose solution and claimed they burned their corneas using this solution. Normally uses another brand of solution, but tried our family multi-purpose for the first time. Could not see for six hours, but after shot of cortizone/canalog by emergency hospital personnel, the customer could see again.